Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. The clips were not closing completely. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.